Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. Following stent deployment, a 3.00mmx12mm nc emerge® balloon catheter was advanced for post-dilatation; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed. No patient complications nor injuries were reported.